Event description:
It was reported that after removing the guide tube and stylet during a deep brain stimulation (dbs) implant procedure, it was found that the lead was in the ventricle instead of the fornix. There were no effects to the patient as a result of the lead migrating out of the fornix. The device remained implanted, until the patient underwent a revision procedure five days later where the lead was replaced. The patient did well post-operatively. The lead was discarded by the facility, and will not be returned for analysis. Additional information received that the physician assessed the event as definitely related to the device, and the event has been resolved.

Event description:
It was reported that after removing the guide tube and stylet during a deep brain stimulation (dbs) implant procedure, it was found that the lead was in the ventricle instead of the fornix. There were no effects to the patient as a result of the lead migrating out of the fornix. The device remained implanted until the patient underwent a revision procedure five days later where the lead was replaced. The patient did well post-operatively. The lead was discarded by the facility, and will not be returned for analysis.